Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified loose excessive sheeting on the cassette. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. The reported issue of a leak was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked. This occurred during priming of the homechoice device. The location of the leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.